Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 11:14:24. During night drain cycle two, the patient's ultrafiltration reading was 330ml, indicating the home patient drained 330ml more than their maximum programmed fill volume of 100ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The service history review revealed no previous service events that would cause or contribute to the iipv event. Upon conclusion of this investigation, the cause of the iipv event could not be determined. Should additional relevant additional information become available, a supplemental report will be submitted.